Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) level was 280 mg/dl. A supply change was performed resolving the occlusions. Additionally, it was reported that the customer experienced an elevated bg level of 597 mg/dl due to an unknown cause. A supply change was performed and a correction bolus was delivered to address bg level. A system check was performed and the pump performed as intended. During a follow-up call, it was confirmed that the customer's bg level resolved that same day.